Manufacturer narrative:
(B)(4). The returned parts were assembled together along with a sample nail, and connecting bolt and found to assemble properly and target the distal locking screw hold correctly. Some scuffs and scratches were also present on the returned items. The scuffs and scratches on the devices indicated previous effective use. The device history records were reviewed and found conforming. This device was used for treatment. A possible cause of misaligned targeting is a loose connecting bolt. The nail must be tightly secured to the guide and should also be checked during impaction to ensure it has not loosened. It is also possible that the patient's hard and soft tissues pulled the targeting equipment out of alignment. There is insufficient information to determine the exact cause of the alleged failure. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that difficulty was experienced during use of a nail targeting guide. The surgery was extended by approximately 40 minutes and a free hand technique was used.